Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, the patient had a diabetic ketoacidosis event on (B)(6) 2025 and had to go to the hospital. The reporter was unable to recall the exact cgm reading at the time but stated it was 100 mg/dl off every time a fingerstick was performed for comparison. The reporter did not mention if the inaccuracy was high or low bias. While at the hospital the cgm was 300 mg/dl and the patient¿s bg was 180 mg/dl. The patient was treated with insulin and given fluids and was advised to remove the wearable. The reporter refused to provide further information on the event. At the time of the report the patient was still at the hospital but stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
There were no reported glucose values available to search within the parkes error grid calculator when the patient was in dka. The reported glucose values fall within the b zone of the parkes error grid at the hospital.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the b zone of the parkes error grid." H2: correction